Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for fm with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes contained fm in the gel.